Event description:
The patient claimed the animas insulin pump has a load step issue. The subject pump allegedly primed the infusion set before the patient performed the load step. At the time of concern, the subject pump did not prompt a "no cartridge detected" warning. The patient refused to perform a prime at the time of troubleshooting because she did not want to waste insulin. Reportedly, the patient admitted she did not pay attention and may have over filled the cartridge. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.